Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection and underwent an explant procedure.

Event description:
It was reported that the patient had an infection and underwent an explant procedure. Additional information was received that the explanted device was discarded. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D7: explant date: over a year ago.

Event description:
It was reported that the patient had an infection and underwent an explant procedure.